Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified.

Event description:
It was reported that the demo transducer displayed a us acquisition hw_40 error message. The device was not being used to treat or diagnose a patient when the error occurred. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the operator of the device (see section d5), correct initial reporter information (see section e3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), and correct the patient code (see section h6).